Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. See also medwatch number 1030489-2012-00856.

Event description:
It was reported that the patient underwent a revision surgery to treat non-union and interbody device migration. An alif was performed l5-s1 using interbody devices and rhbmp-2/acs. The previously placed interbody device was removed, and the rhbmp-2/acs was placed within the new cage. There were no noted complications. 230 days post-op, the patient presented with bilateral leg pain, right greater than left. A CT scan of the lumbar spine without contrast was interpreted to indicate "interval removal of interbody bridging device at the l5-s1 level. Interval development of a large 16 x 20 x 10mm posterior l5-s1 osteophyte. There is a decompressive laminectomy at this level. Osteophyte either compresses of posterior displaces the thecal sac at this level. T12-l3 mild bilateral, l3-l5 mild to moderate bilateral, and l5-s1 mild to moderate right and moderate left foraminal narrowing. Lucency around the left l2 pedicle screw suspicious for loosening. No evidence of hardware fracture or solid bony fusion." At 272 days post-op, the patient presented for followup. Per the physician's notes, "I have done a CT scan and that scan had show some hypertrophic bone growth at the l5-s1 level, which looked like it caused some central canal stenosis, but it did not seem at that point he was having any symptoms related to that. ... He came back in to see me today because he has taken a significant turn for the worse several weeks ago. He was back to the point where he was walking, ... And then somewhat suddenly developed severe increased pain in the upper part of his back ... He is not describing new lower extremity symptoms. He continues to have the weakness that has always been present in his legs ... His cat scan, which we have obtained today, shows significant interval loosening of the l2 pedicle screw. ... In addition, it looks like the screw head has detached from the shaft of the screw at s1 on the left side and there appears to be some loss of sagittal balance associated with that. The hypertrophic bone growth at the l5-s1 disc space looks relatively unchanged." A CT scan of the lumbar spine without contrast was interpreted to indicate "stable large l5-s1 posterior osteophyte probably effacing the thecal sac. Left l2 pedicle screw loosening. Multilevel foraminal stenoses... No appreciable change since previous study." At 288 days post-op, the patient underwent a revision surgery due to hardware failure at l2 and s1, lumbar stenosis secondary to osteophyte formation at l5-s1, and pseudoarthrosis l2-s1. The surgery consisted of hardware removal followed by t11-s1 posterior fusion with a repair of a dural defect at l5-s1. Posterior instrumentation and actifuse were used. Per the operative notes, "the dissection was then carried underneath the 51 nerve root towards the l5-sl disk space where a significant osteophytic ridge had developed growing out of the disk space itself mostly secondary to the bone morphogenic protein. The scar tissue and thecal sac was dissected off of the bony ridge and then a 5-mm diamond burr was used to begin drilling away this hone. During the course of the drilling, it was noticed there was an exposed portion of the s1 nerve root, likely where this had been exposed during his previous surgery to repair a misplaced tlif spacer. Because of the exposed nerve root at this point, the drilling was ceased. Because there was a concern that this root might be injured, dissection was carried out on the left side; this was done on the right side to expose the nerve roots and do generous foraminotomies but no attempt was made to dissect into the disk space for fear of causing further nerve root injury. It was clear that there was substantial scar tissue and that the nerve roots were embedded in the scar and draped over this osteophytic ridge and it did not seem reasonable to continue the dissection and risk further injury of the nerve at this time. Therefore, the dissection was carried up to the l4 level and generous foraminotomies and decompression of the lateral recess was carried all the way up to l4. Additional scar tissue was removed from l4 down to 51 to try to free up the thecal sac and allow it to drift back away from the osteophyte." A CT scan of the lumbar spine was interpreted to indicate "remaining large posterior osteophytes with facet and ligamentous heart hypertrophy at the l5-s1 level causing bilateral lateral recess and l5 neural foraminal narrowing." At 8 days post-op, the patient presented with lumbar myelopathy, status post extensive decompression, failed hardware removal and fusion from t11-s1. The patient was diagnosed with "lumbar myelopathy with a t12 asia class c spinal cord injury with paraplegia and neurogenic bowel and neurogenic bladder." At 421 days post-op, the patient presented for followup. Per the physician's notes, "he has some chronic pain on the right side of his low back. No real lower extremity pain that he describes to me, but continues to have some weakness in his legs. His legs actually gave out on him and he fell and broke his left ankle." At 723 days post-op, the patient presented for cervical, thoracic and lumbar myelograms. The studies indicated "evidence of spinal canal stenosis at c3-c4. No significant thoracic spinal canal stenosis is identified. There is narrowing of the thecal sac at l3-l4, l4-l5, and l5-s1. The nerve sheath filling is relatively symmetric." A CT scan was interpreted to indicate "at li-l2, there is a small posterior disc bulge and mild facet arthropathy producing minimal bilateral neuroforaminal stenosis. At l2-l3, there is a small posterior disc bulge and mild facet arthropathy producing minimal bilateral neuroforaminal stenosis. At l3-l4, there is a posterior disc osteophyte complex and facet arthropathy producing mild to moderate right and mild left neuroforaminal stenosis. There is no spinal canal stenosis status post laminectomies. At l4-l5, there is a posterior disc bulge with a probable posterior central disc extrusion and bilateral facet arthropathy. These findings produce moderate to severe left lateral recess and minimal bilateral neuroforaminal stenosis. At l5-sl, there has been a prior discectomy and fusion. There is bulky osteophyte formation and facet arthropathy producing severe right lateral recess, moderate left lateral recess, moderate to severe right neuroforaminal, and mild to moderate left neuroforaminal stenosis. There is no central spinal canal stenosis status post laminectomies." At 727 days post-op, the patient presented with mild back pain, low back pain and right/left leg pain. Per the medical records, "pt. Also had severe spinal stenosis and is sip multiple procedures/revisions d/t graft displacement, hyperostotic bone growth related to bmp as well as adjacent segment disease." At 831 days post-op, the patient presented for follow up. Per the medical records, "he has done physical therapy. He is still essentially in a wheelchair. He has severe myelopathy which is causing difficulty with gait. He has severe low back pain as well. ... His past medical history is remarkable for cervical acdf for large cervical disc herniation. He subsequently underwent multilevel anterior and posterior and lumbar fusion. He has instrumentation from t11 to the sacrum. He does not complain of any upper extremity symptoms. He has had a recent myelogram of his cervical, thoracic and lumbar spine. This shows some stenosis at t10-11 but in my impression it is not significant enough to be causing myelopathic symptoms in the lower extremities. He does have some proximal or upper cervical stenosis but again I do not see that this would be causing him significant myelopathic changes. ... He is able to stand with some assistance. Strength is globally weak in the lower extremities. He has brisk reflexes with clonus in both lower extremities." At 842 days post-op, the patient presented for an office visit. Per the physician's notes, "he is now also in pain management for his chronic right lower back pain radiating into his legs, which is his major complaint today. He states his walking is very limited inside his home with a rolling walker. Most of the time he is either in a chair or using his wheelchair. He denies any difficulty with the arms or hands. He does have occasional involuntary spasms of the legs during the day. He has had recent epidural injections through pain management. He is also taking percocet 7.5, two pills daily along with gabapentin 300 mg twice a day. With exam, he can lift both legs against mild resistance, but does not wish to walk at this time because he does not have his walker." At 1040 days post-op, the patient presented with left/right leg pain. Per the medical records, "pt. Has a history of acute herniated disc in cervical spine with spastic paraplegia secondary to spinal cord compression. Pt. Also had severe spinal stenosis and is s/p multiple procedures/revisions d/t graft displacement, hyperostotic bone growth related to bmp as well as adjacent segment disease."

Event description:
Reportedly the patient developed "serious injury such as pain, mental anguish, and limited mobility."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient underwent: anterior approach for lumbar discectomy at l5-s1. Anterior approach for lumbar partial corpectomy, body of l5 and body s1. Anterior lumbar interbody fusion with cage. Anterior lumbar instrumentation with plate at l5-s1. Implantation of interbody biomechanical device at l5-s1. Preoperative diagnosis: lumbar degenerative disc disease, l5-s1. Displacement of interbody graft at l5-s1. Lumbar stenosis secondary to displaced graft. Per-op notes: after discectomies and corpectomies, "trial spacers were then selected and a 15mm spacer fit adequately, therefore, a 15mm spacer was selected, packed with the combination of bone morphogenic protein-soaked collagen sponge and granules and tapped into position." On (B)(6) 2009 the patient underwent CT scan of the lumbar spine. Impression: interval removal of interbody bridging device at the l 5-s1 level. Interval development of large 16x20x20mm posterior l5-s1 osteophyte. There is a decompressive laminectomy at this level. Osteophyte with compresses or posterior displaces the thecal sac at this level. T12-13 mild bilateral, l3-5 mild to moderate bilateral, and l5-s1 mild to moderate right and moderate right and moderate left foraminal narrowing. Lucency around the left l2 pedicle screw suspicious for loosening. No evidence of hardware fractures or solid bony fusion. Other findings as described above. On (B)(6) 2009 the patient underwent CT scan of the lumbar spine. Impression: stable large l5-s1 posterior osteophyte probably effacing the thecal sac. Left l2 pedicle screw loosening. Multilevel foraminal stenosis. No appreciable change since previous study. On (B)(6) 2009 the patient underwent: posterior approach fro removal of hardware and exploration of fusion from l2 to s1. Posterior segmental instrumentation with pedicle screws hnydroxyapatite coated from t11 to s1. Posterolateral fusion with bone graft and autograft from t11 to s1. Revision of laminectomy from l4 to s1. Repair of dural defect at l5, s1. Preoperative diagnosis: hardware failure at l2 and s1, lumbar stenosis, l5, s1 secondary to osteophyte formation. Pseudoarthrosis at l2 to s1. The patient underwent CT scan of the thoracic and lumbar spine. Impression: changes status post l3-l5 laminectomy with pedicle screw and rod fixation extending from l2 through s1. Interval removal of the left pedicle screw at the l2 level. Remaining large posterior osteophytes with facet and ligamentous heart hypertrophy at the l5-s1 level causing bilateral lateral recess and l5 neural foraminal narrowing. On (B)(6) 2010 the patient underwent CT scan of the lumbar spine. Impression: a stable CT at the lumbar spine with post surgical changes. Again seen is the postsurgical changes of the soft tissue and an ill-defined likely postoperative. Interbody fusion l5-s1 with prominent anterior and posterior osteophyte production presumably impinging on the thecal sac. This is stable. Bilateral neuroforaminal stenosis at l2-3, l3-4 and l5-s1 secondary to posterior endplate osteophyte encroachment. This is stable. The patient also underwent CT scan of the thoracic spine. Impression: stable CT of the lumbar spine without acute process. Mild dextroscoliosis. Lucency around the t11 screws bilaterally suggesting loosening. Diffuse degenerative disc bulging at t10-t11 with at least moderates central canal stenosis and probable neuroforaminal stenosis. On (B)(6) 2011 the patient underwent CT scan of the cervical spine. Impression: at c3-4, there is a posterior disc osteophyte complex and prominent uncovertebral hypertrophy producing severe spinal canal, severe bilateral lateral recess, and severe bilateral neuroforaminal stenosis. At c4-, there is a small posterior disc bulge, uncovertebral hypertrophy, and facet arthropathy producing minimal spinal canal and minimal bilateral neuroforaminal stenosis. At c5-6, there is a posterior disc osteophyte complex, uncovertebral hypertrophy, and facet arthropathy. These findings produce minimal spinal canal and mild bilateral neuroforaminal stenosis. At c6-7, there has been a prior discectomy and fusion. There is osteophyte formation producing mild bilateral neuroforaminal stenosis. At c7-t1, there is uncovertebral hypertrophy producing minimal bilateral neuroforaminal stenosis. (B)(6) 2011 the patient underwent cervical, thoracic, and lumbar myelograms by lumbar puncture. Findings: there is evidence of spinal canal stenosis at c3-4. No significant thoracic spinal canal stenosis is identified. There is narrowing of the thecal sac at l3-4, l4-5 and l5-s1. The nerve sheath filling is relatively symmetric. Impression: successful cervical, thoracic, and lumbar myelograms via lumbar puncture. The patient underwent whole body bone scan. Impression: slightly increased tracer uptake in the left nasal cavity and ethmoid air cells probably secondary to sinus disease. Arthritic changes in the stemoclavicular and sternocostal joints. Arthritic changes in the medial compartments of both knees and in the left patella. Abnormal tracer uptake in the distal left tibia and medial aspect of the left ankle of uncertain etiology. Radiographic correlation is recommended. The patient underwent CT scan of the lumbar spine. Impression: at l1-2, there is a small posterior disc bulge and mild facet arthropathy producing minimal bilateral neuroforaminal stenosis. At l2-3, there is small posterior disc bulge and mild facet arthropathy producing g minimal bilateral neuroforaminal stenosis. At l3-4, there is a posterior disc osteophyte complex and facet arthropathy producing mild to moderate right and mild left neuroforaminal stenosis. There is no spinal canal stenosis status post laminectomies. At l4-5, there is a posterior disc bulge with a probable posterior central disc extrusion and bilateral facet arthropathy. These findings produce moderate to severe left lateral recess and minimal bilateral neuroforaminal stenosis. At l5-s1, there has been a prior discectomy and fusion. There is bulky osteophyte formation and facet arthropathy producing severe right lateral recess, moderate left lateral recess, moderate to severe right neuroforaminal, and mild to moderate left neuroforaminal stenosis. There is no central spinal canal stenosis status post laminectomies. On (B)(6) 2011 the patient underwent CT scan thoracic spine due to thoracic back pain. Thoracic spondylosis, scoliosis. Impression: at t1-2, there is a posterocentral disc osteophyte complex producing minimal spinal canal stenosis. At t2-3 there is osteophyte formation producing minimal right neuroforaminal stenosis. At t3-4, there is osteophyte formation producing minimal right neuroforaminal stenosis. At t5-6, there is a small posterior disc bulge and osteophyte formation producing minimal left neuroforaminal stenosis. At t10-11, there is a posterior disc bulge and facet arthropathy producing moderate spinal canal and mild bilateral neuroforaminal stenosis. At t11-12, there is a posterior disc bulge and facet arthropathy producing mild spinal canal and moderate bilateral neuroforaminal stenosis. There has been a prior thoracolumbar fusion which ascends to the t11 level, there appears to be lucency about the t11 screws which may reflect loosening. The overlying soft tissues demonstrate speculated regions within both lung apices. These are incompletely included. Although this likely represents scarring a mass is not excluded, and correlation with chest CT is recommended. (B)(6) 2014 the patient underwent CT scan of the lumbar spine. Impression: interval decreased conspicuity of the dorsal lumbar la minectomy site soft tissue density. No complication decreased following posterior lateral transpedicular stabilization t11-12 to l5-s1 with l5-s1 interbody fusion, t11-s1 posterior lateral osseous fusion mass, and l3-s1 midline laminectomy. On (B)(6)2014 the patient underwent MRI of the cervical spine. Impression: large bilobed c3-4 spondylitic disc herniation producing severe central canal stenosis and lateral recess stenosis with severe cord impingement. There is diffuse edema within the cervical cord at this level. There is severe bilateral c4 neural foraminal stenosis. Mutlifactorial mild c4-5, and c5-6 central canal stenosis with mild to moderate neural foraminal. Status post right c6-7 acdf without central canal or neuroforaminal stenosis. The cervical cord is severely atrophic of myelomalacia at this level. On (B)(6) 2014 the patient underwent: anterior cervical discectomy and fusion, c3-c4 with placement of peek cage, allograft bone, and anterior cervical plate. Preoperative diagnosis: cervical myelopathy with disc herniation and spondylosis c3-4. Status post previous anterior cervical discectomy and fusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent anterior lumbar interbody fusion from vertebrae l5 to s1. The patient was implanted with rhbmp-2/acs in this surgery. Allegedly, post-op, "the patient continues to experience chronic lower back pain, with pain radiating up to his neck area and down into his legs, numbness and tingling in his neck, back and legs, swelling in his legs, and muscle spasms. He experiences difficulty sitting, standing or walking for extended periods, and requires a wheelchair to assist with ambulation. Patient is unable to use the bathroom, shower or leave the house without assistance."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.